Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had issues with the meter and the insulin pump. Five years ago, the customer experienced a low blood glucose level and the paramedics were contacted. The customer was foaming as well. His blood glucose level has dropped as low as 29 mg/dl. He does not know that his blood glucose level is low until he starts sweating profusely. The device was not returned.